Manufacturer narrative:
(B)(4). Vyaire medical went onsite performed troubleshooting procedure but unable to duplicate the reported issue. Unit was tested found that it needed calibrations, calibrated unit and performed full ovp (operators verification procedure) as per vyaire service procedures. Unit passed all tests performed and is within manufacturer specifications. Unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed motor fault. As of this time, there is no information about patient involvement associated with this reported event.